Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with undersensing. Review of remote transmissions revealed that ventricular events were being obscured by atrial pace spikes landing directly on top of them. Programming changes were recommended. There were no patient consequences.

Event description:
New information revealed that the programming changes were made, which resolved the undersensing.